Event description:
The ge oec 6800 fluoroscopy system would not power up during a morning check, and a generator was displayed on the monitor.

Manufacturer narrative:
A ge oec service representative investigated the issue and re-seated all pcbs, and verified all voltages were within specification. The software was re-loaded. The system was further tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.